Event description:
It was reported on (B)(6) 2026 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The patient's annulus was measured with a perimeter of 74.3mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The membranous septum was approximately 3mm. During the procedure the valve was partially re-sheathed once. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Trace perivalvular leak was observed on echocardiogram. Post-implant the patient went into right bundle branch block (rbbb). The non-abbott guidewire was stuck in the delivery system upon initial attempt at removal. The wire was able to be removed after spinning the deployment wheel. The patients recovered intrinsic rhythm. The patient had prolonged hospitalization for monitoring and a temporary pacemaker placed. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of right bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported right bundle branch block could not be conclusively determined. The reported unexpected medical intervention, and prolonged hospitalization were due to case specific circumstances. A temporary pacemaker was placed and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The patient's annulus was measured with a perimeter of 74.3mm. Pre-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The membranous septum was approximately 3mm. During the procedure the valve was partially re-sheathed once. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Trace perivalvular leak was observed on echocardiogram. Post-implant the patient went into right bundle branch block (rbbb). The non-abbott guidewire was stuck in the delivery system upon initial attempt at removal. The wire was able to be removed after spinning the deployment wheel. The patients recovered intrinsic rhythm. The patient had prolonged hospitalization for monitoring and a temporary pacemaker placed. The patient status was stable.